Manufacturer narrative:
B3: the event date is approximate. B2: outcome of the alleged injury is unknown. No additional information was provided by the consumer. Device has not been returned and investigated; therefore, alleged malfunction cannot be confirmed. Clinical assessment conservatively determined alleged injury to be a serious injury. Based on the available information, it cannot be confirmed if device caused or contributed to serious injury. Reassessment based on FDA feedback. Because the consumer description of the injury was limited and follow-up attempts did not provide enough detail to rule out the potential for serious injury, the event was re-assessed conservatively to ensure appropriate FDA reporting. This case is reassessed as serious injury and becomes reportable out of caution.

Event description:
A consumer reported that a philips one powered toothbrush overheated and melted causing hand burns. It is unknown if the consumer sought/received treatment for the allegation of "hand burns." Device has not been returned and investigated; therefore, it cannot be determined if the device caused or contributed to the reported serious injury.